Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the reservoir split, causing insulin to leak into the reservoir compartment. The customer stated that he always pre-fills the reservoirs and stores them in the refrigerator. The customer was advised that pre-filling is not something that is recommended. Nothing further was reported.